Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and while on support the patient had ventricular tachycardia. The patient was shocked and the pump was repositioned. After repositioning, the patient's ectopy resolved. Support was continued. The patient eventually expired after care was withdrawn. Upon review by abiomed's medical safety officer the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt was not determined.